Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of integrity test indicated intermittencies with the device. The patient was explanted in early 2009 and the patient was reimplanted with a new device during the same surgery.